Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) is not picking up the atrial fibrillation (af). Boston scientific technical services (ts) unable to review device program. This device remains in service. No adverse patient effects were reported.